Manufacturer narrative:
(B)(4) = device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Despite multiple follow-ups with the healthcare provider, no additional information was provided such as reason for explant, operative report, and device status; therefore, no further investigation can be performed into the root cause of this event.

Manufacturer narrative:
(B)(4) pannus formation. Additional manufacturer narrative: through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic valve stenosis and calcification. The operative report indicates the valve which was densely adherent and covered with pannus. The valve was replaced with another edwards bioprosthetic valve.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that the device was explanted after an implant duration of approximately 114 months. The reason for explanting the device was not provided. No further details were reported despite multiple follow-ups.